Event description:
The pt was revised because of persistent pain, surgeon noticed mild instability. Midial compartment was tighter than lateral compartment. Slight poly wear was noted.

Manufacturer narrative:
The investigation could not draw any conclusions about the reported pain and instability. Expected polyethylene wear for a device implanted for approximately 5-years was confirmed. A search of the complaint databases did not show any other reports against the manufacturing lot. The investigation did not find any evidence suggesting product error was a contributing factor to the reported pain/instability and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.